Event description:
Customer reported that he received a no delivery alarm. Customer stated he changed the battery 3 days prior and received a low battery alert. Battery indicator does not show less than 2 bars. Customer stated that his carelink report was missing two pages. Customer was instructed to clean the battery cap and insert a new battery. Customer stated he somehow resolved the no delivery alarm by pressing buttons; he had already changed the infusion set. Customer declined to further troubleshoot. Current blood glucose was 104 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.